Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Return of the device was requested but it was not received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a leak occurred. Saline was leaking from the handle near the irrigation port and a small hole was visible. A new catheter was used for the procedure. There were no adverse patient consequences.